Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient¿s device failed to osseointegrate and fell out. Reimplantation was planned for 2009, but had not been confirmed at the time of this report two days later.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 9900 system would not x-ray, then shut down during a case. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Event description:
The pt reported that he feels the infusion device is not delivering insulin accurately. He did not provide info regarding his blood glucose levels. He stated there is condensation in the cartridge compartment of the infusion device. He stated, an e7 (electronic) error was displayed on the infusion device and it took 3 attempts and different batteries to clear the error. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.